Event description:
It was reported that during the surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #: 471a03. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with an unknown trocar 12mm inserted in the shaft, with the closing trigger broken off and with an ecr45d reload loaded on the device and two reloads (b - c) present. The reload loaded was received partially fired 1/4. The reload (b) ecr45d 492a78 was received unfired and in addition was received an ecr60d reload (c), 123a21 partially fired 1/16. The device was disassembled to verify the condition of the internal components and the closure trigger- top was noted to be broken. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.